Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low scan result on the adc device in comparison to unspecified reading on a healthcare professional (hcp) meter. The customer consumed large amount of sugar due the low readings. It is unknown whether the customer noted a trend arrow on the device. The customer experienced fatigue and dizziness. The customer consumed large amount of sugar due the low readings. The customer called the hcp and was informed to go to healthcare center in person. The hcp advised the customer to take insulin injection and the pills for glucose control as usual, because with the test made by hcp confirmed that the glucose value was 149 mg/dl. Following the doctor's confirmation, the customer self-treated with insulin and glucose pills, which were the usual medication that the customer already had. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.